Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer changed supplies and resumed insulin.